Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the tip found no damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 669 mm distal from the distal end of the strain relief. A red substance resembling blood was also noted in the manifold of the device. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found stretching and kinking along the entire length of the inner/outer shaft polymer extrusion distal to the bi-component bond, bunching on the inner shaft polymer extrusion just distal to the bi-component bond and kinking and stretching along the inner shaft polymer extrusion proximal to the bi-component bond. A red substance resembling blood was evident in the midshaft. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 03-oct-2017. It was reported that crossing difficulties were encountered. The target lesion was located in the right coronary artery. A 32x3.00mm promus premier¿ drug-eluting stent was advanced to treat the lesion. However, device was unable to cross the lesion despite few repeated attempts were made. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.